Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported frayed lock line and inability to remove the lock line was confirmed via returned device analysis. It was also observed the lock line was broken and knotted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to remove the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. The frayed was due to the break and the break appears to be due to troubleshooting maneuvers to remove the lock line. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that mechanical jam and frayed material occurred. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 and an enlarged left atrium. A mitraclip xtw (B)(6) was used, and while pulling back the lock line at about halfway, resistance occurred, and the lock line would not pull out. Troubleshooting was performed but was not successful. The clip was removed from the patient and not implanted. It was observed that the lock line had frayed. A mitraclip xtw ((B)(6)) was used, and while removing the lock line, the same issues occurred. Troubleshooting was performed and was successful. The clip was implanted. The procedure was completed with one clip implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.